Event description:
It was reported that revision surgery was performed due to pain and suspicion of metallosis.

Manufacturer narrative:
This complaint has been re-opened due to it now becoming a legal complaint. Further device details were supplied with this legal claim. The device details for the r3 shell, threaded hole cover and stem were received and therefore the associated device production records have now also been reviewed and found that all the released devices involved met manufacturing specifications at the time of production. None of these devices were returned for analysis, however previous analysis of the returned r3 cocr liner, modular head and sleeve was performed. A modular head (74222142, 08lw20111 sn: (B)(4), sleeve (74222100, 08lw19880) and r3 liner (71335854, 08gw17852 sn: (B)(4) were received for investigation following a revision reportedly due to pain and suspected metallosis. The previous visual inspection was carried out on the returned devices. For the head a wear patch and damage were observed on the bearing surface. For the liner fine scratches were observed on the bearing surface, discolouration and surface texture change to the outer and inner taper of the liner was also noted. For the sleeve surface texture change and discolouration were observed on the internal and external sleeve taper. Wear analysis was performed to review linear wear on the bearing surface of the head, liner and sleeve. The wear image for the head showed a wear patch on the bearing surface. The wear image for the liner showed a wear patch at the edge of the liner indicating edge loading had occurred. The maximum linear wear for the head was 26.0 m. The maximum linear wear for the liner was 23.8 m. The position of wear on the liner shows that edge loading has occurred. Measurement of the vertical straightness profile of the internal sleeve taper showed material loss to a maximum depth of 118.0m. The measured combined linear wear on was 49.8 m. Based on historic wear data, after 6.8 years in vivo, the measured combined linear wear of is higher than the expected wear for a non-edge loaded smith and nephew large diameter metal-on-metal device. The position of wear on the liner shows that edge loading has occurred. The available medical documents were previously reviewed. It was documented that the prosthesis was stable and the patient did well for 5 years with good alignment of the components. The MRI report from one month before revision, documents fluid collections and lesions adjacent to and within the left greater and the lesser trochanter. These were deemed potentially related to pseudotumors. According to the revision report, x-rays showed a cystic lesion on the greater trochanter. The provided x-rays confirm lysis of the greater trochanter and along the lateral edge of the stem. During the revision, metallosis was found behind the metal liner and trunnionosis was found between the sleeve and the taper. In fact, the retrieval analysis indicated material loss on the internal taper of the sleeve. Tissue culture indicated no aerobically or anaerobically bacteria infect. Tissue explants analysis confirmed metallosis based on features consistent with prosthetic implant materials within the tissue. Approximately 2 years before revision the serum concentration of chromium and cobalt was deemed ¿a bit high although within normal limits¿ and ¿a normal finding for metal on metal total hip arthroplasty patient¿. This can be verified on the provided laboratory reports. The retrieval analysis of the explanted devices indicated that wear was higher than expected and that the position of the wear indicated edge-loading. Edge-loading can be caused by a suboptimal implant position. The received undated x-ray of the left hip does not allow analyzing the implant position. In further consequence, a potential correlation of the implant position, trunnionosis or increased wear with the aforementioned findings cannot be excluded. Based on this investigation the root cause of the reported revision could not be determined conclusively. However, the position of the wear indicates that edge loading has occurred, which could explain the wear observed. If additional information becomes available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.